Event description:
It was reported the customer was hospitalized for low blood glucose. Troubleshooting was performed. The insulin pump was priming properly and settings in the device were correct.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.